Event description:
It was reported that a right ventricular (rv) leadless pacemaker (lp) exhibited high capture thresholds during initial implant. Physician planned to retrieve the lp, but the retrieval catheter was unable to connect with the device. Physician chose to leave the lp implanted in the patient to finish the procedure. The thresholds eventually leveled out to normal after the implant. It was unclear if the threshold issue was device or patient anatomy related. Patient had no consequences and was stable.